Event description:
It was reported that during testing unit failed performance check. No patient involvement.

Manufacturer narrative:
The product device was received for evaluation. Visual and functional testing were performed. Device was received in a third party input fitting with no sintered filter in place. The following were found on the device: cracked knob, gas supply indicator was half red and white, bent front panel, input manifold was loose on the bottom chassis, tubing on the air entrainment port was nicked, and the alarm cable harness was damaged. The root cause of the reported issue was found to be damaged gas supply indicator. The gas supply indicator was replaced. Replaced input fitting, damaged alarm cable harness, small knob, variable relief valve, upgraded the variable restrictor, and replaced nicked tubing. Also, (MRI) magnetic resonance imaging battery was installed. Performed (pm) preventive maintenance testing, cleaned and affixed service label. The manufacturing device history record is not relevant to the investigation due to the age of the device and the problem source being user interface. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).